Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event did not occur while in use with a patient, it was found to be during routine preventative maintenance; there was no patient injury. Device evaluation: one device was returned for analysis. Visual inspection showed labels removed and or damaged. Visual inspection showed cracking in the battery bay. No other signs of damage. As a result of checking the log, it revealed check clutch plunger lever. Based on evidence and investigation, the complaint allegation was determined to be caused by normal wear. The lead screw, clutch spring and both clutch halves were replaced.

Event description:
It was reported that a clutch plunger alarm was experienced.